Event description:
The manufacturer received information alleging a ventilator's pressure would not go above a pressure of 10 cmh2o. There was no patient harm or injury. The ventilator has not yet been returned to the manufacturer for evaluation. A follow-up report will be filed when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the investigation for an allegation a ventilator's pressure would not go above a pressure of 10 cmh2o. The ventilator was returned to the manufacturer for evaluation. The customer's complaint could not be confirmed or duplicated. The device passed all testing and was found to operate and alarm as designed.